Manufacturer narrative:
(B)(4). Pump analysis results revealed gear train anomalies in the pump motor, specified as corrosion, wear, and lubrication. It was indicated that the motor stall was due to shaft-bearing.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine (25 mg/ml at 0.156 mg/day) via an implanted pump. The pump's indications for use (ifus) were listed as non-malignant pain and chronic low back pain. A motor stall message was displayed when the pump was interrogated. It was stated that the patient had not had magnetic resonance imaging (MRI). The provided print report shows that a motor stall occurred on (B)(6) 2015 at 18:21 with recovery on (B)(6) 2015 at 18:54. The pump was explanted. No patient symptoms were reported. A follow-up report will be sent if additional information is received.

Event description:
It was also reported that the pump had been programmed to minimum rate as of (B)(6) 2015, the date of pump explant.